Manufacturer narrative:
Investigation summary: bd (B)(6) received a sample and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for dirty cap was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of dirty cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of dirty cap based on the returned sample.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "a dirty cap issue was found in the tube."